Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013, due to patient allegations of pain, dysfunction, lack of mobility, and loss of range of motion. Legal document further alleges the presence of dark fluid and a pseudotumor were noted during the revision surgery. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "material sensitivity reactions." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01114/-01115).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to patient allegations of pain, dysfunction, lack of mobility, and loss of range of motion. Legal document further alleges the presence of dark fluid and a pseudotumor were noted during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to a dislocation. Operative report noted the presence of dark fluid, dark discoloration on the femur, a pseudotumor and metallic destruction. The modular head and acetabular cup were removed and replaced with a competitor's acetabular system and a biomet head.